Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. A comment was made by the physician that after deploying a taxus liberte stent, he experienced difficulty when withdrawing the stent delivery balloon from the deployed stent. It was noted that the balloon was fully deflated before attempting to remove it from the patient and the stent was fully expanded and successfully deployed. The physician was able to remove the stent delivery balloon from the patient 'normally' without additional intervention. It was noted that the stent stayed well positioned and apposed in the lesion after the removal of the stent delivery balloon. No patient complications were reported.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)